Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 5/9/2025: the case involved a scapholunate reconstruction procedure. During the surgery, not all fragments were retrieved, necessitating the use of a new ar-1530bc biocomposite-tenodesis screw. Details regarding any delays in the case remain unknown. Additionally, it is unclear whether additional anesthesia was administered to the patient.

Event description:
On 5/8/2025, it was reported by a competent authority via email that two ar-1530bc biocomposite-tenodesis screw tips snapped off. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 5/8/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of an ar-1530bc biocomposite-tenodesis screw driver had broken off and was missing. It was further noted that the screw was no longer assembled and not pictured. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.